Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected data: MFR site updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Patient age was reported as between (B)(6). Date of event is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for bilateral tibia fractures on unknown date utilizing the maxframe (multi-axial correction system) system. On unknown date post-operative, surgeon reports that the maxframe quick adjust struts are un-clicking and moving off of the correct strut numbers. Surgeon suspects this is due to patient¿s movement in bed. Surgeon recommended that in the short term, all quick adjust gray clickers be placed toward the leg. Possibly, this will fix the problem. Surgeon thinks he will need a mechanism of locking the strut going forward. Patients parents report strut self-movement on a daily basis. This report is for one (1) maxframe(tm) quick adjust strut/medium. This is report 1 of 1 for (B)(4).